Manufacturer narrative:
(B)(6). The insulin cartridges have not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/09/2013device evaluation: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. There was no fluid observed leaking out at the plunger end of the cartridge. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the piston was very hard to move when in contact with the insulin cartridge. The distributor stated this has only happened with cartridges from lot # b201777. The distributor also reported that the patient stated she believed she could also see air bubbles formed inside the insulin cartridge, which allegedly caused hyperglycemia of an unreported measurement and with no reported symptoms suggestive of hyperglycemia. There was insufficient information provided to suggest there was a reportable adverse event associated with this complaint. This complaint is being reported because the alleged cartridge issues remained unresolved.